Event description:
The pt had previously undergone a cad procedure and had also suffered an inferior infarction. The pt had a sternotomy performed during a design validation evaluation of the access ultima system with xpose, part#xo-2001s. Approximately 1 hour post procedure, the pt required intervention and expired during the procedure. Per info provided to the MFR, the treating physician's opinion of the cause of death is an acute system failure in the pt.